Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device's lcd was damaged. There was no patient involvement and there was no patient harm.